Manufacturer narrative:
(B)(4). Concomitant medical products: 31-111111 7399170 exact reamer handle (ez clean). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02468.

Event description:
It was reported that during surgery, both reamer handles broke along with a screwdriver shaft. It was reported the patient had very hard bone. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.